Event description:
It is reported the patient was revised due to acetabular loosening.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc2600993/. The device were not returned for review, therefore their conditions cannot be described. The manufacturing information has not been received. The acetabular shell was a trilogy multi-hole shell. These devices were used in the treatment of a disease. No applicable patient history is provided. Compatibility of the device is unknown. A complaint history search cannot be performed due to the lack of information. With the information provided, a definitive root cause cannot be stated.